Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. During the device inspection, leakage at the scope cover packing was observed. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. It is likely that the following led to the malfunction: due to the leakage from the scope cover packing, proper reprocessing may not have been possible, and the foreign matter may not have been removed. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿ three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, there was foreign material inside the air/water tube and cylinder of the videoscope. There were no reports of patient involvement.